Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and the logs display normal behavior, no fault found in logs. A video clip from biomed displays some failing touch capabilities intermittently. The fse was unable to recreate the failure consistently, but it did occur. The touch screen was disassembled and cleaned thoroughly, displays reassembled, tested and confirmed that unit was reacting well to touch. Touch screen calibrated without fault, display test completed without fault. The fse advised the customer to watch over the touch screen for irregularities in the touch display. All functional and safety test were performed.

Event description:
It was reported by the staff that during an education course in the hospital the cardiosave intra aortic balloon (iabp) touchscreen was intermittently failing to detect touch at the "zero pressure" button. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was intermittently failing to detect touch at the "zero pressure" button. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.